Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. How long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Did this event contribute to any patient adverse event? If yes, please explain. Please confirm the procedure name. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available."

Event description:
It was reported that a patient underwent a rrhaphy procedure on (B)(6) 2026 and suture was used. During the procedure, the needle pull off issue happened during the surgery without violent use, which resulted in the inability to suture and increased the surgical time. The suture was immediately replaced to continue suturing. No adverse patient consequences were reported. Additional information was requested.